Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. The device was not returned for additional evaluation and investigation as there was no allegation of device malfunction. Per the information received, the event is instead related to the patient's anatomy. The instructions for use state that a possible contraindication is if: "the patient's body size or anatomy is insufficient to accommodate the size of the implanted pump or catheter." The event was reported by the patient after implant and was not reportedly expected previously by the physician. Per follow-up with the representative, during the physician's consultation with the patient, there was no concern expressed that the patient's anatomy was not appropriate for implant. Internal complaint number: (B)(4).

Event description:
A patient contected technical solutions in order to report that they had a pump explant scheduled. The patient reported that the size of the pump was causing discomfort at their pump site. The patient reported that the doctor believed that they do not have the correct anatomy for the pump. Agent confirmed that no pump malfunction was alleged and the pump would be disposed at the facility.